Event description:
Patient was implanted with a 3.5mm lcp olecranon plate and screw construct on (B)(6) 2011. Patient returned to the o.r on (B)(6) 2012. Patient gave consent for removal of hardware from the left elbow due to hardware prominence. All hardware was removed without complications. Patient was not revised with any additional hardware because it is reported that the patient was healed. This is 2 of 7 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.